Event description:
New information received notes that initially the right ventricular (rv) lead exhibited loss of capture upon interrogation post-procedure. Chest x-ray was performed and further confirmed rv lead dislodgement.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. A full lead was returned in one piece for analysis. Electrical testing, specification measurement, visual and x-ray examinations were normal with no anomalies found.

Event description:
It was reported that the patient presented in clinic for right ventricular (rv) lead revision. It was previously noted that the rv lead was found dislodged the day after initial implant. The rv lead was explanted and replaced. Patient condition was stable.